Manufacturer narrative:
Conclusion was updated: the balloon catheter was not returned. Only the advancer tube and the sealant were returned for investigation. The sealant was approximately 7 mm soaked in blood. The advancer tube was visually inspected and was found free of damage. A possible cause of sealant stuck to advancer tube is over-tamping by the user. Excessive tamping may plant the tip of advancer tube deep into the freeze-dried sealant resulting in sealant adhered to the advancer tube. Then during the removal of the advancer tube the sealant could follow the advancer tube out of the tissue tract.. In addition, it may also be caused by the user not performing fingertip compression during advancer tube removal which is stated in the IFU. The review of the lhr (f1624501) indicated that the mynx device lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. Based on the information provided and the investigation performed, the reported event may have been caused by an over-tamping, potentially contributing to sealant being stuck to the advancer tube during the removal of the advancer tube out of the tissue tract. Per the mynx instruction for use (IFU), figure 5 for deploying sealant, that states "gently advance the advancer tube until single marker is fully visible and then hold in place for up to 30 seconds." Then "lay the device down for up to 90 seconds." If the tamping tube was pushed too far into the hydrogel sealant, the grip tip of the sealant may adhere to the advancer tube and the sealant may follow the advancer tube out of the tissue tract during removal, and if proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall. However, without the return of the whole device, the root cause of the reported event could not be conclusively determined. A vasovagal reaction is a procedural complication and is related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique and compression of the femoral artery. Procedural and/or pharmacological factors are likely contributing factors to the vasovagal reaction reported. No change necessary to the conclusion codes in initial medwatch. Should additional relevant information become available, a supplemental MDR will be filed.

Manufacturer narrative:
The balloon catheter was not returned to cardinal health for evaluation. The advancer tube and the sealant were received separated from the device. The sealant was received with approximately 7 mm soaked in blood. The advancer tube was visually inspected and was found to be free of damage. The review of the lot history record (f1624501) indicated that there was an additional inspection step added during the manufacturing process; however, this additional step did not cause or contribute to the reported incident and the lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. Based on the information provided and the investigation performed, the reported event could have been caused by the user over-tamping, which potentially contributed to the sealant becoming stuck to the advancer tube while the advancer tube was being removed from the tissue tract. The mynx instruction for use (IFU) instructs users to: "gently advance the advancer tube until single marker is fully visible and then hold in place for up to 30 seconds." Then, "lay the device down for up to 90 seconds." If the tamping tube was pushed too far into the hydrogel sealant, the grip tip of the sealant may adhere to the advancer tube and the sealant may follow the advancer tube out of the tissue tract during removal. Additionally, if proper position of the tamping tube was not maintained during the catheter removal, the sealant could have been dislodged from the vessel wall. However, without the return of the complete device, the root cause of the reported event could not be conclusively determined. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that a mynxgrip 6f/7f vascular closure device's sealant was stuck to the white tamper tube (advancer tube) and came out of the patient. The device was being used in conjunction with a 6f sheath following a right side external peripheral iliac procedure. The device was being stored in an air condition low humidity room. The deployer shuttled down completely. Manual compression was held for less than 30 minutes to achieve hemostasis. Following deployment, the patient experienced a vasovagal collapse resulting in the patient's bed rest being extended by 6 hours and the hospital stay extended by 1 extra night. The cause of the vasovagal response was unknown. However, it was reported that the hospitalization was not related to the mynx device. The patient was noted to have recovered. Additional information was requested, but was unknown.